Event description:
Information was received indicating that upon removal of a smiths medical cleo 90 infusion set, the catheter remained in the patient's abdomen. A new infusion set was placed without difficulty. There were no reported adverse patient effects.